Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, 25-18mm amplatzer talisman pfo occluder was successfully implanted in the patient. After successful implantation of the device, vascular bleeding was noticed. Patient resuscitated and transferred to vascular surgeon for repair of epigastric vein. Per the physician, it is suspected that spontaneous bleeding occurred under heparin.the patient is stable.

Manufacturer narrative:
An event of vascular bleeding after successful implantation of device was reported. Information from field indicated the patient was resuscitated and transferred to vascular surgeon for repair of epigastric vein. There were no performance issues reported with the abbott device. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.